Event description:
A customer reported two techs have gotten white spots on their fingers after removing items from completed cycles in the sterrad 50 sterilizer. The techs stated they did not see h2o2 on the outside of the loads. This is the report for the second healthcare worker (hcw). The hcw's symptoms were described as the "skin on her fingers burned a bit and turned white". The duration was "a couple of hours." She was not wearing ppe. The hcw did not seek medical treatment. The customer also reported that the "impinger plate" was not seated correctly at the top of the chamber.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, health hazard evaluation and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad 50 system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 50 did not reveal a trend for skin contact - h2o2. Trending analysis for skin contact - h2o2 issues associated to the sterrad 50 did not indicate a significant trend. (B)(4). This issue can be attributed to the user not correctly following the user guide instruction.

Manufacturer narrative:
The IFU states the following: warning! Hydrogen peroxide is corrosive. Concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2010-00168 and 2084725-2010-00169.